Event description:
It was reported that during a lap fundoplication, it was found that a part of the tissue pad became black and the doctor thought that the tissue pad cracked off. No error message was displayed. The device was replaced with another one and the procedure was continued. Although it was unknown whether the part of tissue pad fell into the patient or not, cracked fragment was missing. The operative field was cleaned with more saline than usual at the end of operation. There was no bleeding or extension of operative duration due to the event.

Manufacturer narrative:
(B)(4). New information received that the tissue pad was melted, not detached. File does not meet the criteria for a reportable event. Not reportable.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.